Event description:
It was reported that during implant of the pulse generator, no pacing output was noted when the device was connected. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.